Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the front panel was occasionally turning off due to a defective printed circuit board. Additionally, the evaluation found that the front panel was defective due to an incomplete digital number display. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a therapeutic laparoscope procedure, the display panel on the high flow insufflation unit would occasionally go out. The intended procedure was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm associated with this event.